Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
A manufacturer representative initially reported that the removal of the entire system was requested after "multiple reprogramming attempts and reprogramming on or table were unsuccessful." Additional information received from a healthcare provider (hcp) for a clinical study reported during examination on (B)(6), 2013, the patient reported her spinal cord stimulator (scs) was not stimulating her exact pain area. Reprogramming was performed. On (B)(6), 2013, the patient complained of a loss of stimulation in the right buttock area. Reprogramming failed to improve stimulation and provide pain relief. Fluoroscopy was performed on (B)(6), 2013, which revealed the patient's left lead had migrated so the entire system was explanted and not replaced. The patient resolved without sequelae. The event was related to programming/stimulation. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was lack of pain relief at exact area of pain.